Manufacturer narrative:
The device runs low in fast forward and forward and runs intermittently in reverse. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2021 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part number:05.000.008. Synthes lot number: 5882258. Supplier lot number: n/a. Release to warehouse date: 08oct2008. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Device history batch: null. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, during a weekly audit it was found out that the hand piece for battery powered driver reverse works on/off. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).